Event description:
It was reported that bd pegasus¿ IV catheter had foreign matter stuck on the catheter. The following information was provided by the initial reporter: event date: (B)(6) 2019. It's found that there was yellow foreign matter stuck on the catheter after the needle cover was removed.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8233182. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the foreign material on the submitted device was identified as a part of the tip-shield component by using composition testing. The most likely root cause for this event is contact with the machinery as a result of inadequate alignment during manufacture.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ IV catheter had foreign matter stuck on the catheter. The following information was provided by the initial reporter: event date: (B)(6) 2019 it's found that there was yellow foreign matter stuck on the catheter after the needle cover was removed.